Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In an additional follow-up call, the patient¿s pd nurse confirmed the patient expired on (B)(6) 2023. Per the nurse, the patient was found in the middle of the night by their husband unresponsive and attached to the fresenius cycler. It was stated the patient received cardiopulmonary resuscitation (CPR) from their husband while emergency medical services(ems) were summoned to the home. Per the nurse, the patient was not able to be revived by ems and the patient was pronounced dead. The nurse was not able to provide whether or not the patient was brought to the hospital.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed the power entry module was damaged. A known working power entry module was installed for further testing and then removed at the completion of the investigation. The system air leak test and valve actuation test were performed and passed. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. The mushroom head check was performed and passed. The device history record did not reveal any issues or problems related to the reported event.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In an additional follow-up call, the patient¿s pd nurse confirmed the patient expired on (B)(6) 2023. Per the nurse, the patient was found in the middle of the night by their husband unresponsive and attached to the fresenius cycler. It was stated the patient received cardiopulmonary resuscitation (CPR) from their husband while emergency medical services(ems) were summoned to the home. Per the nurse, the patient was not able to be revived by ems and the patient was pronounced dead. The nurse was not able to provide whether or not the patient was brought to the hospital.

Manufacturer narrative:
Correction: d9 (date returned to manufacturer).

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In an additional follow-up call, the patient¿s pd nurse confirmed the patient expired on (B)(6) 2023. Per the nurse, the patient was found in the middle of the night by their husband unresponsive and attached to the fresenius cycler. It was stated the patient received cardiopulmonary resuscitation (CPR) from their husband while emergency medical services(ems) were summoned to the home. Per the nurse, the patient was not able to be revived by ems and the patient was pronounced dead. The nurse was not able to provide whether or not the patient was brought to the hospital.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In an additional follow-up call, the patient¿s pd nurse confirmed the patient expired on (B)(6) 2023. Per the nurse, the patient was found in the middle of the night by their husband unresponsive and attached to the fresenius cycler. It was stated the patient received cardiopulmonary resuscitation (CPR) from their husband while emergency medical services(ems) were summoned to the home. Per the nurse, the patient was not able to be revived by ems and the patient was pronounced dead. The nurse was not able to provide whether or not the patient was brought to the hospital.

Manufacturer narrative:
Clinical review: a temporal relationship may exist between pd therapy with the liberty select cycler and the patient¿s death from a cardiac event. Patients with end stage renal disease (esrd) on dialysis have a significantly higher mortality risk than the general population, most often caused by cardiovascular disease. Furthermore, the patient had a medical history that also included diabetes mellitus, hypertension, and obesity which all increase mortality risk. The fresenius cycler is pending return to manufacturer at the time this clinical investigation was performed. However, based on the information available, there is no allegation or objective evidence that the patient¿s death was related to a product issue or malfunction with the fresenius cycler. The patient¿s death is likely to be associated with the patient¿s pre-existing comorbid conditions. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.